Event description:
Filter was implanted just below lowest renal in a trauma pt 8 months previously. Pt returned for a routine removal. Upon retrieval, it was noted that the filter had migrated approx 2-3cm cephalad of initial implantation. Pt had a PICC line. No pt injury reported.